Manufacturer narrative:
Two devices from same lot of the actual device involved in incident were evaluated and no defects were found.

Event description:
During a routine dialysis treatment the patient developed a migraine headache followed later by nausea and vomiting. The patient completed the treatment and was discharged home. Four hours after the dialysis treatment the patient was hospitalized for nausea, vomiting, and low oxygen saturation. The patient was diagnosed and treated for bilateral pneumonia and hemolysis. The patient's lab result suggests hemolysis and the lack of schistocytes from the blood smear indicates this was not mechanical hemolysis. The patient was discharged from the hospital on (B)(6) 2013. The phoenix machine was inspected and found to be operating as intended. The disposables used during he treatment were discarded and not available for investigation.